Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the prograsp forceps (pf) instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "frayed cable¿. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. Common causes of the failure mode frayed - distal instrument grip cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional testing was performed, and the following information is obtained: failure analysis investigations did not replicate nor confirm the customer reported complaint of "non intuitive motion¿. Despite the frayed grip cable, the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The grip bumper test passed as well. A review of the device logs for the prograsp forceps (part #471093-11 / lot/serial #(B)(4)) associated with this event has been performed. Per this review of the logs, the prograsp forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 10 uses remaining after this last usage. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the prograsp forceps (pf) instrument moved with unintuitive motion due to frayed cable. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the customer alleged failure mode could not be determined. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer reported that the cable of the prograsp forceps (pf) instrument was frayed, and the pf moved unintuitively. The procedure was completed with a backup instrument and no patient injury reported intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The detail of how the instrument moved unintuitively was not known.